Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause for the revision could not be determined. The root cause for the damage to the chisel is the user's surgical technique. There is no available information about the implants. Chisel returned for evaluation: p/n (B)(4), chisel, removal system, 2 blade (lot n35819) chisel engineering evaluation summary: the chisel was not aligned properly with the implant(s) before being struck with the mallet. The edges of the chisel were damaged by contacting the implants.

Event description:
The surgeon performed a revision surgery where he attempted to remove implants using chisels and replaced them with iliosacral screws. There is no information about the patient or why the revision was performed. The surgeon likely damaged a chisel during the removal procedure by not aligning it properly with the implant. An engineering analysis was performed on the chisel. There is no information about the status of the patient following the procedure.